Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported during a lead revision surgery on (B)(6) 2016 (ref MFR # 1627487-2016-00944); the physician was unable to achieve effective stimulation with lead placement. The physician decided to abort the procedure and removed the entire scs system. The patient is being referred for drg lead placement therapy.